Event description:
The customer reported to vyaire medical that the 3100a ventilator shutoff on a patient. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and observed on initial start-up that the bias flow was set to 12 lpm. The unit was over pressurized during circuit calibration at 46.2. The driver was not properly centered and was almost all the way to the right whoich could cause friction and overheating of the driver thermistor. The voltages coming from the psu were checked. These items were corrected and tested. Circuit calibration was performed and passed after adjustments to pr3. The unit was ran for an hour to ensure proper stability. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.